Event description:
It was reported that when using the bd pyxis¿ es server, user reported that certain functions on the pyxis was not moving the inventory in meditech. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hl7 messages issue expired med mapping was configured. A technical support specialist (tss) provided hl7 message examples of outdate and destock transactions sent from pyxis to meditech. The case was closed as no further issues were reported and the customer was no longer employed at the firm. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that certain functions on the pyxis was not moving the inventory in meditech. There were no adverse events or injuries reported based on this event.